Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a female patient who had essure (batch no. 727103) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma. Concomitant products included salbutamol (albuterol). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anaemia ("anemia"), migraine ("migraines"), abdominal pain lower ("cramping") and menstruation irregular ("irregular periods"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, anaemia and menstruation irregular outcome was unknown, the migraine was resolving and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, anaemia, menstruation irregular, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-sep-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a female patient who had essure (batch no. 727103) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma. Concomitant products included salbutamol (albuterol). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anaemia ("anemia"), migraine ("migraines"), abdominal pain lower ("cramping") and menstruation irregular ("irregular periods"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, anaemia and menstruation irregular outcome was unknown, the migraine was resolving and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, anaemia, menstruation irregular, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received:event migraines added. Reporters ,lot number added. Outcome of event lower abdomen added as recovered and migraines added as recovering. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure inserted (lot no. 727103) for female sterilisation. Additional non-serious events are detailed below. As concurrent condition the report mentioned asthma. Concomitant products included percocet [oxycodone hydrochloride;paracetamol], ferrous sulfate, excedrin [caffeine;paracetamol] and albuterol [salbutamol]. On (B)(6) 2010, the patient had essure inserted. In 2010 she experienced pelvic pain (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2017. An unknown time later she experienced anaemia ("anemia"), migraine ("migraines"), abdominal pain lower ("cramping") and menstruation irregular ("irregular periods"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (B)(6) 2017). At the time of the report, the migraine was resolving and the abdominal pain lower had resolved. The outcomes for pelvic pain, anaemia and menstruation irregular were unknown. The reporter considered abdominal pain lower, anaemia, menstruation irregular, migraine and pelvic pain to be related to essure administration. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2010 (as per pif). Discrepancy noted in date of removal: (B)(6) 2017 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2010: results: total bilateral occlusion. [Ultrasound scan vagina] on (B)(6) 2011: I was told my tubes were blocked. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, reporter causality comment added. Annex f updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), menstruation irregular ("irregular periods") and anaemia ("anemia"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, menstruation irregular and anaemia outcome was unknown. The reporter considered abdominal pain lower, anaemia, menstruation irregular and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.